Manufacturer narrative:
The device has not been received for investigation in time for this report. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: complaint alleges that the threads on the adaptor broke during patient use. The alleged incident caused oxygen desaturation of the patient. The device was changed with no further incident. No patient injury reported.